Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernioplasty totally extraperitoneal approach, parts were set up and in order to ensure the vision, air was injected into the balloon with the attached pump, however, it did not inflate. The procedure was completed with another device. There was no patient injury.